Event description:
It was reported to philips that the device did not pass the operation check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site. The therapy pca was found to be malfunctioning . The therapy pca was replaced. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
The therapy printed circuit assembly (pca), part number: 45356448906 with serial number, (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the therapy pca was fully evaluated and tested. The pca was inspected and found to be in good visual condition. The device error logs found the therapy pca failed to reset and failed to shock. The therapy pca under functional test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The unit then powered up indicating the therapy pca was disabled due to a system failure. Capacitor, c123 was found to have a cold solder. Once repaired, the pca booted normally and displayed all relevant waveforms.